Event description:
Stent was placed 13 months ago. Patient returned to the facility because of a positive ultrasound test. The interventional cardiologist performed a diagnostic carotid study that showed a high grade re-stenosis of the right carotid artery. After reviewing the images, the physician noticed an area that identified as a "strut fracture". At that time, the area was re-stented to cover the affected area. Patient discharged home the next day with no complications identified.